Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's pump alarmed for pump error. No further information provided.

Manufacturer narrative:
The pump was received with operating currents within specification. The pump passed the self test, rewind, seating, basic occlusion, occlusion, force sensor and displacement tests. No pump error 63 or pump error 4 was noted during testing. No visual defects of the solder joints at the ambient light sensor or traces at the keypad assembly was noted. The pump was received with a cracked case on the back at the battery tube area. The pump was received with a fading serial number label, a cracked keypad overlay at the select button, minor scratches on the lcd window, case and keypad overlay.